Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture due to compromised lead. The lead extraction was not completed successfully as the lead insulation remains in implanted due to difficulty to extract. A new lead was implanted. No additional adverse patient effects were reported.